Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that heart block occurred prior to transeptal puncture while exchanging non-boston scientific sheath to the faradrive steerable sheath. The procedure was rescheduled as the patient will require a permanent pacemaker before having his ablation. The product is expected to return for analysis.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that heart block occurred prior to transeptal puncture while exchanging non-boston scientific sheath to the faradrive steerable sheath. The procedure was rescheduled as the patient will require a permanent pacemaker before having his ablation. The product is expected to return for analysis. It was further reported that heart block occurred while the faradrive sheath was being inserted into the patient. It was still in the ivc at the time of the heart block. They required a temporary pacemaker at the time of the procedure. A permanent pacemaker was implanted a couple of days later when the physicians schedule accommodated. The patient is discharged from hospital.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.